Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015 to report a transmitter failed error on (B)(6) 2015. The clinician did not report any injury or medical intervention. No additional patient or event information available.